Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the pneumatic component m luer 1/16tb white was broken. To remediate the issue the fse replaced the luer connector. The unit passed all functional and cleared for clinical use.

Event description:
It was reported by customer that before use the cs300 intra-aortic balloon pump (iabp) had helium connector breakage. There was no patient involvement.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). Additional contact person: (B)(6). A supplemental report will be submitted upon completion of our investigation.